Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
A patient reported that they experienced the events of right side "infection" and "inflammation". Additionally, the patient reported that a rupture was found during the explant surgery. Device has been explanted.